Event description:
It was reported there was extra long reboot times to reload session sync. Error code occurred. It was further described that "over several days" the programmer has a "long boot" time, and that the programmer "does function normally once booted." The programmer is being sent in for service and repairs. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the system had a long boot time. It was also noted that the (B)(4) door was missing a latch. (B)(4): analysis found that the cable was out of electrical specification.